Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing sensor discrepancies. The customer¿s blood glucose value from the reported event was 110 mg/dl while their sensor glucose value was 79 mg/dl. Troubleshooting was performed. The customer¿s current blood glucose value was 197 mg/dl. It was noted that the insulin deliver was suspended due to a sensor glucose value of 40 mg/dl. The threshold/low suspend limit in the sensor settings was 60 mg/dl. The customer will be sent a replacement for their sensor. The product will not be returned for analysis.